Event description:
It was reported that the device was contaminated. This 6x80, 130 cm eluvia drug-eluting vascular stent system was selected for use during a stenting angiogram procedure. Upon opening the package, a hair was found on the device handle. The device was not used and the procedure was completed using an alternate device. There were no patient complications.